Manufacturer narrative:
No button error alarm or audio or beep anomaly noted during testing. The device had unresponsive esc and act buttons due to unlocked lcd keypad connector. Unable to perform operating currents, self-test and displacement test or verify low battery alarm due to unresponsive button.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a constant tone and a keypad anomaly. The customer¿s blood glucose was 99 mg/dl at the time of incident. Customer stated that the insulin pump was making a constant tone and the buttons were unresponsive even after the battery was removed and reinserted. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. Customer stated that insulin pump rest did not resolve the constant tone issue. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.